Event description:
It was reported that the cone body from the restoration body stripped and could not engage into the stem.

Manufacturer narrative:
An event regarding damage involving a restoration modular trial was reported. The event was confirmed. There is evidence of cross threading on the first threads of the bolt. The body is unremarkable. A functional inspection was not performed as the event cannot be replicated the material analysis report concluded the following: the first threads of the bolt of the modular revision cone body trial showed evidence of cross threading. This damage to the threads of the bolt is responsible for the reported inability of the modular revision cone body trial to engage into the stem. No material or manufacturing defects were observed during this examination. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The investigation concluded that the first threads of the bolt of the modular revision cone body trial showed evidence of cross threading which is responsible for the reported inability of the modular revision cone body trial to engage into the stem. It is not possible to determine when or where the cross- threading occurred, however, no material or manufacturing defects were observed.

Event description:
It was reported that the cone body from the restoration body stripped and could not engage into the stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.